Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the power on reset (por) appeared with code 0x2608. Factors that might have led or contributed to the issue were noted as the patient wasn¿t using the stimulation and they charged it last week to put the implantable neurostimulator (ins) in MRI mode for an MRI on the day of the report. The rep was able to clear the por and code 0x2608, the patient was alive with no injury and surgical intervention was not planned. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) said he hasn't used his ins in a long time, and last charged ins 1.5-2 years ago. Pt said he didn't need ins, so he just stopped charging instead of continuing to charge twice a week. Patient services (pss) asked, pt said he hasn't tried to connect with external equipment since then, but he needs an MRI and asked how to get into MRI mode. He said he went for an MRI 1.5 years ago and they gave it to him, but "cdi" said they want ins turned back on and in MRI mode. Pss reviewed pt would not be able to go into MRI mode if ins is not charged, but pt was not able to try and connect during the call. Pt said this has happened to him before, has been through the process of getting his ins charged again in 2018. He said the lady told him how to get his ins charged again over the phone, then she met pt at cdi and assisted him with MRI mode. Pss reviewed ins is possibly overdischarged now and redirected to hcp office to request rep meet with him.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that his shoulder is killing him and he can't reach out and grab anything because he should have had a MRI and surgery. Patient states that the implant that's supposed to help with pain has become a hindrance since he had to charge the implant every 3 days and had to charge for 3 hours, so it didn¿t make any sense especially if he's not going to use it, so he let the implant shut off. Patient states that he should be able to turn the implant on and he can't; troubleshooting reviewed implant overdischarge circumstances. The patient tried using his recharger and described reposition antenna message.